Event description:
The customer reported during a procedure the system displayed an error message and locked causing a delay greater than 15 minutes. The procedure was completed with a system exchange. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and replicate the reported system message (sm) - [irrigation valve failed closed]. The solenoid spacers were replaced to address the issue. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event can be attributed to nonconforming solenoid spacers. It is unk how the component became nonconforming. (B)(4).